Manufacturer narrative:
The biomedical engineer reports that the backlight is not working however he can hear the touchscreen working in the background. The device was returned to nihon (B)(4), evaluated, and the reported issue was confirmed. The inverter was replaced which corrected the reported issue. The repaired device was returned to the customer. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the backlight is not working however he can hear the touchscreen working in the background.